Manufacturer narrative:
Following completion of investigation this event will be further updated.

Event description:
Boston scientific received information that due to an unspecified electrical malfunction, this device was urgently replaced. The unit has not been returned for analysis and no further information has been received.